Event description:
Per the hospitals MDR "after valvuloplasty procedure was completed, physician unable to retrieve balloon and sheath. Patient was taken to operating room for removal through femoral approach."

Manufacturer narrative:
Limited information on this complaint. The device was not returned to numed. We were unable to confirm if the problem was with the catheter or the sheath that was used. A device from inventory was pulled and tested. We could not duplicate the issue. If more information becomes available, it will be submitted in a follow-up report.